Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the auto zero solenoid. The customer reported that the recommended action resolved the reported issue. The replaced part is not being returned for investigation.

Event description:
It was reported that a ventilator stopped cycling. There was no report of patient involvement.